Event description:
I switched bandages to band-aid brand comfort sheer and the result was a rash on my right calf in the shape of the bandage. It seemed like the adhesive or something about it irritated my skin. I've never had a rash or other allergic reaction to a bandage before.